Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and manufacturer's representative via mpxr (mobile product experience report) regarding a (B)(6) female patient receiving bupivacaine (1.8989mg/day at 4.5mg/ml) and fentanyl (422mcg/day at 1000mcg/ml) via an implanted infusion pump. The indication for use was noted as non-malignant pain. The devices were implanted on (B)(6) 2015 and the pump became infected. The full system was explanted on (B)(6) 2015. The explanted devices were not returned as the customer discarded them; it was unknown whether they were replaced. No diagnostics were reported and it was unknown how the issue was identified. The patient was alive with no injury; it was unknown whether the infection issue was resolved. Medical history could not be obtained. The required fields were deemed sufficient; if additional information is received a follow up report will be sent.